Event description:
The customer complained the battery has never provided more than approximately 5 minutes of monitoring time since they rec'd the device. The reporter explained there has never been any adverse affects to pt care. They have always used a fully charged spare battery as a backup. The reporter expressed concern that the battery could cause an adverse effect to pt care.